Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 13may2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted on (B)(6) 2020 with a pseudomonas driveline infection and blood cultures negative. The plan for the patient was to receive intravenous (IV) cefepime indefinitely as there are no oral antibiotic options. Patient deemed stable for discharge on (B)(6) 2020 with PICC (peripherally inserted central catheter) line and cefepime. No additional information was provided.